Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 29jul2020. It was reported that the device was kinked. The target lesion area was located in a severely stenosed and severely tortuous right coronary artery. A145, 5-in-6 guidezilla catheter guide extension was selected for use. During preparation, it was noted that the guidezilla was kinked and could not be used. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that the collar was separated.